Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed evidence that the blood inlet port was over heated. The device was cleaned and observed under magnification. There appeared to be a hole that formed due to the device becoming over heated. Pressure integrity tests were performed at 20 pounds per square inch gauge (psig), which revealed a leak in the device. Additional patient information has been requested, at this time patient gender and weight have not been made available to medtronic. (B)(4).

Manufacturer narrative:
Complaint confirmed for leakage. Visual inspection shows evidence of blood clot formation at the junction where the inlet port connects to the pump housing. Formation of blood clot during pump use may cause overheating inside the pump. This in turn can have varying effects on the housing material. The condition of the returned pump indicates that extended use of the pump beyond what is specified caused clot formation and high internal heat around the inlet port. This caused damage to the pump housing, including a small oval hole (0.0354 inch in diameter). This is the source of the leaking that was reported. In addition, there is evidence of heat damage to the internal pump housing which also caused the inlet port to slightly slant laterally. The instructions for use (IFU) for this product indicates that this pump is intended for use in extracorporeal support systems for periods up to six hours. The IFU also states ¿always have a spare bio-pump blood pump and backup equipment available with appropriate protocol for change out.¿ a spare pump was unavailable in this case. Review of the DHR did not reveal any anomalies in the manufacturing process. (B)(4).

Event description:
Medtronic received information that a carmeda coated bp50 bio-pump was used in an operation to address tetralogy of fallot in a (B)(6) child. After the procedure the physician determined that the patient could not be disconnected from bypass, and it was extended for 2.5 days. With moderate positive dynamics of the left ventricle, the patient was converted to ECMO three days following the operation. After 7 days of ECMO, leakage was observed from the cetrifuge head. The clinic did not have any replacement bio-pumps, and thus could not change out the device. The patient passed away due to insufficient heart function. The product was returned to medtronic for analysis.

Event description:
Medtronic received information that after the procedure, using a carmeda coated bp50 bio-pump, the physician determined that the patient could not be disconnected from bypass, and it was extended for 2.5 days. With moderate positive dynamics of the left ventricle, the patient was converted to ECMO three days following the operation. After seven days of ECMO, a leak was observed from the bio-pump head. The clinic did not have any replacement bio-pumps, and thus could not change out the device. The patient passed away due to insufficient heart function.